Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with dried tissue/saline present on the electrodes. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation the device arced which would conclude that there is no electrical disturbance related to the wand. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after tonsillectomy, patient was burned either at the base of the tongue or in the tonsil area. Patient outcome is unknown.

Event description:
It was reported that during tonsillectomy, patient was burned either at the base of the tongue or in the tonsil area. A back up device was available to complete the procedure without delay. Patient outcome is unknown.